Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed flowrate accuracy" was not reproduced. The device was tested for flow accuracy and the device passed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. This device was not returned for service. It was serviced at the customer site by a baxter field service technician. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flowrate accuracy during testing in the biomedical service department. The expected and actual infusion time, volume and flow rate were failed flowrate accuracy test 2 times above 21ml. There was no patient involvement. No additional information is available.